Event description:
Patient reported that they were injected with 0.55ml juvéderm® ultra in upper lip. Patient has venous occlusion with a needle. The injection site was bruised after the injection. Five hours later, injection site turned purple and had no capillary refill. Patient was treated with 2ml hylenex® by healthcare professional to affected area and blood flow was restored immediately after treatment. Symptoms has been resolved.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.